Manufacturer narrative:
Evaluation anticipated, but not yet begun.

Event description:
During maintenance of the heart lung console, the device would not operate on battery power as expected. There was no adverse consequence to a pt as a result of this event.